Event description:
The complainant reported a patient was implanted with an impella cp for mechanical circulatory support. During support, the patient experienced septic shock, blood bags and volume were administered. No further information was provided; however, it was later reported that care was withheld and the patient expired.

Manufacturer narrative:
Investigation summary : sepsis : in order to make a cause determination, all of the clinical details outlined in (B)(4) would have to be provided. The cause of the injury was unable to be determined due to insufficient clinical details. Device history lot: device lot : 1979720. Device history batch : sub-component lot : n/a. Device history review : the pump s/n: passed all the post sterile inspection checks.